Event description:
It was reported that during a laparoscopic myomectomy a harmonic was used for 45min before an error message ¿clean jaws¿ appeared. They removed the device and cleaned the jaws but this error came up again shortly after. They then received an error message to replace the instrument. They opened another harmonic and used it for about 10min before another error ¿replace instrument¿ appeared. They opened a third harmonic and the same error ¿replace instrument¿ came up after only one activation. At this point they decided to convert to open because of the time lost changing devices and get hemostatic control. They successfully completed the case open using conventional methods and the patient is doing well. However, there was blood loss (volume unknown) because of the harmonic error messages. They didn¿t use any surgical clips and no reported activations on metal instruments. The same gen11 was used for each harmonic. This was a routine lap myomectomy and they were transecting uterine serosa. The harmonics were activated using the front button. No reported post-op complications. Patient recovering well. This report is for the 3rd device.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what was the indication for the myomectomy? Fertility/abnormal bleeding. What type of uterine manipulator was used in the procedure? Valtchev, although it came out partway through the procedure. Were the users able to confirm there was no contact between uterine manipulator or any other hard objects? I can confirm there were no hard objects. Were any unusual sounds heard during the procedure? None except the tone that indicated we needed to clean the instrument, etc. Was the tissue the devices were used on unusually thick, hard or fibrotic? No. Were any alternative energy sources considered prior to the decision to convert to open? We tried a monopolar but it was quite smokey so we couldn't see well enough. How was the procedure completed? Open. What is the patient's current status? Good. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/30/2022. D4 batch #: v70185. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harhd36 device was returned with the tissue pad shifted to proximal side. The device was connected to a gen11 and the device did activate during functional testing. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining / restart generator. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. Tissue pad shift is not a common occurrence; it is possible that the pad tip made contact with something that could have shifted it. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.